Event description:
Customer called to report the insulin pump alarmed for button error. The customer showered and could not get the insulin pump out of suspend mode. Blood glucose reading was 150 mg/dl. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with no button response due to corroded keypad traces. No button error alarm observed during testing. Cracks to the case, battery tube threads, reservoir tube lips, belt clip slot and display window noted.